Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin, failed to complete the air removal step from cartridge, and had been using the same cartridge and infusion set for over 3 days using novolog insulin. Tandem customer technical support informed customer to always use room temperature insulin, follow the proper air removal steps, and that novolog insulin is indicated for use with tandem supplies for 3 days. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
In use at the time of the event: cgm model: g7. Mobile os: ios / ios_us / 2.9.1 / ios_16.7.8.